Event description:
It was reported by a nurse that a patient does not feel that their vns is working properly as the patient can no longer feel stimulation and no longer has voice alteration, as well as has increased depression. It was stated that the patient has had some other changes recently that could contribute to the depression. Further information was received that the patient reported a fall in (B)(6) 2019, injuring her left shoulder and had shoulder surgery in early (B)(6). The patient began experiencing increased depression and noticed a lack of voice alteration since june. No additional relevant information has been received to date.